Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, customer did not provided specific levels. Reportedly, customer believed that bg levels were likely related to "unrelated health problems"; however, customer did not clarify further. Customer administered a correction bolus with the pump to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.